Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp not switching on. When the fse checked the unit, he found that on/off switch on the power supply was in off position. Also notice that unit was not working on batteries. Further testing confirmed that both batteries of the unit were defective and stated that they need replacement. To resolved the issue, the fse turn the switch to the on position on the power supply. Started the unit and it passed self test successfully. Unit passed all functional and safety test per factory specifications. The iabp was handed over to the customer in good working condition. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period jun 2019 through may 2021. There was CAPA request # 396704 identified for the reported failure mode ¿power up - failure¿ and product ¿cs100¿. The CAPA request is currently in "closed - no CAPA required" state.